Manufacturer narrative:
The product was not returned for eval. The user reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose reached in the 400's mg/dl less than 24 hours after the pod was activated. He could smell insulin coming out of the pod. Upon further inspection he noticed the canula had come out of the infusion site.